Event description:
It was reported that during preparation of therapeutic laparoscopy procedure, the camera head had no image while being used with the camera control unit. The procedure was completed using a similar device. No issue identified with the camera control unit. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. E1 address: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: it was likely that a cable failure caused a communication failure, resulting in the images not being displayed. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.